Event description:
Manufacturer report number 3006705815-2019-01688. New information received states that patient experienced a headache recurrence. In turn, the patient was admitted to the emergency room and a blood patch was performed. The blood patch addressed the patient¿s issue.

Event description:
Manufacturer report number 3006705815-2019-01688. It was reported that during a lead device system implant procedure a cerebrospinal fluid leakage issue occurred due to difficulty in placing the lead for patient anatomy issues. Patient had a headache as a result. The implant procedure was completed successful. Patient was kept under hospital observations for two days. Patient symptoms were resolved post operation and was normal post operation.